Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remedial actn initiated other type 2nd.

Event description:
It was reported that on (B)(6) 2021 during a spinal fusion, the surgeon attempted to place a matrix screw, and the screw wouldn¿t advance. The surgeon had to back it out, and the screw wouldn¿t come off of the driver. It finally broke off the tip of the outer sleeve. The patient had a very dense bone. The surgeon used a different driver. The procedure was successfully completed with one minute surgical delay. No patient consequence. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).